Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during use in a meniscus repair surgery, the t2 of the fast-fix could not be deployed. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.

Event description:
It was reported that during use in a meniscus repair surgery, the t2 of the fast-fix could not be deployed. All the ts were removed from the patient. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B4 updated.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The t2 anchor was still attached to the needle behind the needle dimple. The distal tip of the needle was bent horizontally more than expected. The t1 anchor had been cut from the suture. A functional evaluation revealed the device could not be functioned as intended due to bend in needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.